Manufacturer narrative:
Event date: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: m365sc11600, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration despite multiple reprogramming attempts. All components were explanted and will not be returned per hospital policy.